Event description:
On (B)(6) 2022, it was reported by a sales representative via sems that (3) ar-4130 rasps after one wash cycle all three instruments have lost all or most of the color on the handle. This was discovered during an unknown time, with no patient effect reported.

Manufacturer narrative:
This 3500a record is submitted to comply with an FDA 483 inspectional observation issued to arthrex inc on may 5, 2023. Arthrex has reassessed the reportability decisions made on historical complaint records using revised criterion. This 3500a document is a result of the reassessment. The complaint is not confirmed. Three unpackaged ar-4130 devices were received for investigation. Visual inspection concluded without observance of any abnormalities with the vibrancy of the anodization.